Event description:
Same case as manufacturer's #: 6000089-2004-00629. It was reported that 5 days after a drug eluting stenting treatment procedure, the pt returned with a subacute thrombosis. The pt presented in 2004 with chest pain and an acute myocardial infarction. The lesion was predilated 3 times with an opensail 2.0 x 30 mm balloon at 12-15 atms for 33-49 seconds. The physician deployed 2 overlapping taxus express2 2.5 x 24 mm drug eluting stents (at 16 atms for 28 seconds and 18 atms for 31 seconds) in a mildly calcified bifurcation lesion in the lad. The taxus stents were postdilated twice with a quantum 12 x 2.0 balloon at 12-15 atms for 46-61 seconds. The pt was given reopro and heparin during the procedure. An intra-aortic balloon pump was inserted at the conclusion of intervention (set for 1:2 augmentation). There were no complications reported and the intervention was considered successful. The pt was transferred to a critical care bed. Five days later, the pt developed recurrent chest pain and EKG changes and was transferred emergently to the cath lab. It was determined that a subacute thrombosis had occurred in the lad treated site. The physician dilated the vessel 5 times at 8-16 atms for 30-69 seconds with an nc raptor 2.5 x 20 mm balloon. Following the dilations, the physician noted a distal tear in the lad which was treated with a taxus express2 2.5 x 20 mm drug eluting stent. The pt was reported to be in satisfactory/good condition; no complications were noted. The intervention was considered successful.